Event description:
Arjo was informed about broken side rail from enterprise 9000x bed. The device was inspected by an arjo service technician. It was clarified that side rail lower arm was ripped off from the bed frame. It was suggested by the arjo service technician that the side rail was damaged by a mentally ill patient. Arjo received in total 3 complaints from the same customer with the same malfunction (B)(6); 3007420694-2024-00314, (B)(6); 3007420694-2024-00315 and (B)(6); 3007420694-2024-00321). This report refers to (B)(6); (3007420694-2024-00321).

Manufacturer narrative:
According to the arjo service technician, more than one bed was damaged in the same way and the damage to the side rail was most likely intentional. The device was taken out of use. The customer didn't want repair at this time. The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the information received and the bed frame condition. Arjo device did not fail to meet its performance specification since the side rail lower arm was most likely intentionally ripped out by a patient. There was no injury reported. The complaint was assessed as reportable due to the side rail detachment.